Manufacturer narrative:
Please refer to the corrected report source in g2.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a wire on the long bipolar grasper instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: at the time of the complaint, the customer didn¿t recognize any thermal damage to the instrument. They found only the broken wire. During the procedure, the instrument did not collide with an energy instrument and there was no arcing noticed. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The patient did not experience any injury or adverse event during or after the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Failure analysis found an additional observation not reported by site. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode is exposed that would not normally be exposed. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis.